Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge was received fully loaded with staples. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual or functional testing.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the cartridge came off inside the patient's body. Additional suture was performed. There were no adverse consequences to the patient.